Manufacturer narrative:
Final device investigation found that the device was returned with the cord and connector cut off, but otherwise in good visual condition. Upon evaluation, the jaws were able to fully open and close, lock and unlock as intended. The trigger, switches and levers were easy to operate and the blade was able to extend and retract freely. The device could not be electrically tested due to its condition upon return. The device history record was reviewed, and no discrepancies were noted. As the device was found to have no defect other than the cord being cut, no conclusion could be made as to what may have caused the reported event.

Event description:
It was reported that the device jaws and hand grip stuck on tissue, and it was believed that the tissue had to be "cut around" to remove the device. There was no patient injury. Additional information was requested, but no additional information was provided. A follow up report will be sent if additional information is received.